Manufacturer narrative:
Upon receipt, the external pacemaker including the redel adapter was inspected. Apart from a damaged housing part from reocor no deviation was found related to the clinical observation during analysis. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.

Event description:
Patient was hooked up to this device post CABG procedure. Pt came off bypass pacing and started fibrillating. The patient was shocked twice and had to go back on bypass, but started fibrillating again. Patient was shocked again. External pacemakers were exchanged and the patient was able to come off bypass. The nurse believed that the external pacemaker was pacing the patient too fast. Should additional information be received, this file will be updated.